Event description:
It was reported that the patient presented with Low Flow Alarms. According to the physician, Pump parameters at the time were Speed 5400 RPM, Flow 0.0 LPM, PI 5, and Power 4 watts. The patient remained asymptomatic, with mean arterial pressure in the 70 mmHg range and laboratory values within normal limits. The patient's INR was 2.2, and the previous 12 INR measurements had been within the therapeutic range. Log Files were submitted for evaluation, and an urgent echocardiogram and computed tomography angiography were ordered. Review of the log files showed the onset of Low Flow events on (b)(6) 2026. Calculated Flow decreased from 4.2 LPM at 13:48:50 to 0.8 LPM at 13:58:23 and then to 0.0 LPM at 13:58:31, without recovery for the remainder of the recording. Additional Log Files from (b)(6) 2026 confirmed persistent Low Flow Alarms with estimated Flow remaining at 0.0 LPM while Pulsatility Index (PI) values ranged from 4.4 to 6.7. No unusual Rotor faults or abnormal Pump faults were identified. Further Log files spanning (b)(6) 2026 continued to show estimated Flow at 0.0 LPM. Although Power fluctuated with PI events, the Pump remained to operate throughout all recordings. The patient was subsequently transferred to a pediatric specialty hospital for further evaluation. Engineering review of the Log Files suggested output parameter corruption, as Pump Power and other critical operating parameters remained stable despite the sustained 0 Flow readings. Similar events had been observed previously and had been successfully resolved with a power cycle. In this case, drive channel #2 current (I4) also displayed a value of 0, which affected the Flow estimation algorithm and contributed to the 0 Flow calculation. After further consultation, no evidence of Drive channel damage was identified, and a Power cycle was recommended. Because the patient had an oversewn aortic valve, the hospital team carefully evaluated the safest approach before proceeding. The surgeon reviewed the event details and agreed with the proposed plan. The Power cycle was performed in the operating room with appropriate precautions in place, including intubation, hemodynamic monitoring, and perfusion support equipment immediately available if needed. The Driveline was disconnected and immediately reconnected to perform the Power cycle. The Pump restarted successfully, and Flow values returned to baseline values. The patient was monitored for several minutes following the restart, and normal Pump function was confirmed. As part of the ongoing investigation, the hospital team provided photographs of hand tools reportedly used by the patient on the day of the event. According to the patient, the event occurred while drilling through sheet metal and drywall using multiple "SAW ZAW" power tools that were not grounded and were connected to extension cords. The patient denied the use of magnetic drill bits, but had been drilling corrugated metal to wood with "sparks from the drill as they pushed the drill bits through the metal." The patient also had magnetic sunglasses in their front shirt pocket during the time of the event. The patient also stated they had a magnetic water pump on their outside well water tank and had bent over the well the day prior to the events. The patient also had an automatic implantable cardioverter defibrillator that had shown no issues. The potential contributing factors, including comparison with historical reports of similar parameter corruption and 0 Flow events were evaluated. Log files post the Power cycle procedure were submitted for review, including files collected before and after the Pump reset. The Log File data showed that prior to the Pump reset, the estimated Flow remained at 0.0 LPM while the other Pump parameters, including Speed, Power, and PI, continued to fluctuate. Following the Power cycle and Pump reset, the issue appeared to have resolved as estimated Flow values returned to expected levels and ramp back to baseline. There were no other unusual events recorded in the log file event history. Review of the parameter trends indicated that the Mechanical Circulatory Support (MCS) equipment continued to operate as intended. Continued patient monitoring was recommended for any further issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.